Manufacturer narrative:
Additional information was received that the new pain was not device related.

Event description:
A report was received that the patient was experiencing increased pain in lower back and in lower extremities, which was unknown if it was device related. It was also reported that the patients ipg was not staying charged. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing increased pain in lower back and in lower extremities, which was unknown if it was device related. It was also reported that the patients ipg was not staying charged. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing increased pain in lower back and in lower extremities, which was unknown if it was device related. It was also reported that the patients ipg was not staying charged. The patient will undergo an ipg replacement procedure.